Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve and gastrointestinal/pelvic floor. It was reported the patient's device has not been effective and they were still incontinent. The patient stated that if they felt stimulation and relieved themselves within a few minutes it was good, but if they feel stimulation and don't go, their bladder empties. The patient mentioned that on monday their bladder was out of control so they increased the stimulation from 4.5 to 6.5 and reported that helped. Today, the patient said it was somewhat in control but they still wear briefs and a pad. They used to feel stimulation but they don't now. They were on program 1 at the beginning and changed it to maybe program 4 or 5, but now they are on program 2. Troubleshooting was performed and the patient felt stimulation in the correct area. The caller was redirected to follow up with their health care provider if the symptoms persist. No further complications were reported as a result of this event.